Event description:
It was reported that the 2800 system would not boot or power up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified intermittent contact in the connections above the overtable tube. Repairs completed. The system was tested and found to be working as intended and placed back into service.